Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated to the mid and lower abdomen in a diamond pattern using the cooladvantage plus coolcore applicator. The patient presented with paradoxical hyperplasia to the lower abdomen. The affected area is bulging and has enlargement. The tissue is thick and fibrous and the patient has been diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the (B)(6) 2020 using the legacy coolcore and legacy coolmax applicator and presented with paradoxical hyperplasia (ph).